Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, there is a temporal and a likely causal relationship between the use of the liberty cycler set and the patient¿s reaction. The patient had been experiencing sporadic reactions for multiple treatments but did not encounter the issues once they changed to baxter products. Although rare, hypersensitivity or anaphylactoid reactions are known to occur during dialysis. The physician suspects that the ethylene oxide used in the sterilization procedure is the cause of the patient¿s reaction. There is no evidence of a liberty cycler set product deficiency or malfunction. Additionally, although the patient experienced an adverse reaction during treatment, there is no allegation of a product malfunction or deficiency related to this event.

Event description:
It was reported a peritoneal dialysis (pd) patient was having sporadic reactions (number and dates not provided) with unspecified symptoms during pd treatment with the liberty cycler set. The patient was advised by the peritoneal dialysis registered nurse (pdrn) to take oral benadryl (dose unknown). The patient continued to experience the reactions and went to the pd clinic for observation on (B)(6) 2019. It was suspected by the nephrologist that the patient has an allergy to the ethylene oxide used in the sterilization process for the liberty cycler set. The patient has since been transferred to baxter products and has not experienced any adverse effects.